Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Infection and asymptomatic was reported at time of implant failure. Bone quality at the time of implant failure type ii. Primary stability was achieved. Time of loss in relation to the implantation was before prosthetic restoration. Patient is a smoker.